Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The patient reportedly experienced loss of lock. Programming adjustments were made, however, the issue did not resolve. The patient is being monitored.

Manufacturer narrative:
Additional information: section e.1 revision surgery is scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom cover, slices exposing the wires by the proximal and distal end of tubing. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wire on the small tubing and by the array. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test limit. This device had moisture that exceeded the rga test limit. Based on an assessment of the rga data, it is determined that this device was non-hermetic. Corrective actions were implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.